Event description:
It was reported that the surgeon inserted a cc4204bf collamer single piece lens and the lens tore. The incision was enlarged to remove the lens and another lens was implanted. Sutures were required to close the incision.

Manufacturer narrative:
H6: eval: results - (other) visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval.